Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, a 25 mm amplatzer pfo occluder was selected for implant. During the implant procedure, while deploying the device, the proximal disc presented in a bulbous deformation. The device was removed and replaced with a 18 mm amplatzer pfo occluder, which was successfully implanted. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable.

Manufacturer narrative:
The reported event of device deformity could not be confirmed. One photo was received from the field, which appeared to show the proximal disc deployed in a bulbous confirmation. However, the investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.